Event description:
It was reported by service report that the motion interrupt pan was missing and the footboard was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan; footboard.